Event description:
It was reported that a patient sustained a burn following a single pulse during a demonstration of a lumenis lightsheer duet laser. It was further reported that no test patch or patient assessment was completed prior to the demonstration.

Manufacturer narrative:
An examination of subject device service records confirmed the system was a demonstration unit that had recently had preventative maintenance completed. The subject device was found to perform to manufacturer's specifications. Device malfunction is not the suspected root cause of the reported event. A lumenis healthcare professional evaluated the reported treatment settings and a patient photograph. The healthcare professional determined that the patient was a skin type vi based on the photograph concluding the patient would likely sustain a small scar. Additionally, the healthcare professional concluded that failure to complete a thorough patient assessment to determine prior sun exposure, patient exposure to drug-induced photosensitivity, and to determine other conditions that would be a factors in assessing the patient's appropriateness for treatment to be the probable cause of the event reported.